Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. The customer successfully reloaded the cartridge and insulin delivery was resumed. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue and to further determine the possible causes of the issue from the customer's pump data; however, no response from the customer was received.